Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that several cadds were leaking. There was unknown patient involvement. There were photos provided by customer.

Manufacturer narrative:
No product was returned for evaluation; however, five photos were attached to the complaint. Review of the photo's identified no discrepancies. The evidence received in the photos) was not clear enough to confirm the reported failure mode. Without the return of the samples a comprehensive failure investigation could not be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.